Event description:
It was reported that the x8-2t transducer was physically damaged resulting in separation between the distal tip and flexible shaft. The transducer was associated with the epiq cvxi ultrasound system at the customer¿s site. There was no patient or user was harm as a result of the issue. A philips remote service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.